Event description:
A year after receiving a cypher stent, the patient had restenosis.

Manufacturer narrative:
This complaint is from the clinical study. The target lesion was the mid right coronary artery (rca). The vessel was de novo, eccentric, tubular, and slightly calcified. The diameter of the vessel was 3.69 mm and the lesion length was 12 mm. Pre-procedure stenosis was 73.6%. Aha/acc classification of the vessel was a type b2. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilatation was conducted with a 3.0 x 20 mm balloon at 8 atm. Inflation time was unknown. A 3.5 x 18 mm cypher stent was implanted at 20 atm for 16-30 seconds at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 22%. Ivus was conducted. At the same time, three tsunami bare metal stents (4.0 x 20 mm (2), 4.0 x 15 mm (1)) were implanted at the posterolateral branch. Approximately one year later, a follow up coronary angiography was conducted and restenosis was observed inside of the implanted cypher stent. There was 63% stenosis. There was no treatment conducted because the patient didn't show any symptoms. Another year later, the patient complained of chest pain. There was no abnormality observed on EKG. Two weeks later, coronary angiography was conducted and focal restenosis was observed inside of the implanted cypher stent. There was 90% restenosis. To treat the restenosis, a 3.5 x 18 mm cypher stent was implanted at 18 atm. Post-dilation was conducted with a 4.0 x 15 mm quantum balloon at 16 atm. Inflation time was unknown. The residual % of stenosis was 0%. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.